Manufacturer narrative:
On 17-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator was inserted into the sheath and was stuck. When the dilator was inserted into the sheath, there was a feeling that it was not normal and that it was caught inside the sheath. This occurred immediately after sterilization opening. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. In addition, a dilator was introduced in the sheath and it was found no resistance with sheath. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A device history record evaluation was performed for the finished device 00001630 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Per internal review on (B)(6) 2021, it was determined that the previously reported a15204 (failure to advance) medical device problem code is not applicable to this case. That code was used to represent "introducer stuck within sheath"; however, as indicated by the previous supplemental report, there was only an unusual resistance within the sheath before the device was immediately replaced by another. The "device-device incompatibility" (a1702) medical device problem code has been applied. Resistance with sheath is not MDR-reportable. Per bwi's internal review, this event is not considered MDR-reportable. No further supplemental reports will be sent based on the available event information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo 8.5f bi-directional guiding sheath ¿ small. The dilator was inserted into the sheath and was stuck. When the dilator was inserted into the sheath, there was a feeling that it was not normal and that it was caught inside the sheath. This occurred immediately after sterilization opening. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. There was no any bleeding and no patient consequence. Stuck introducer is MDR-reportable.